Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. We checked the returned driver with the also returned implant. The implant could be taken out of the package with the driver and sat on it real tight. So if the implant fell down during surgery it was not attached to the driver properly (handling issue).

Event description:
In this event, it was reported that an ev driver had inadequate retention. A doctor was just about to place an implant when it fell off the driver and onto the floor. The implant placement procedure was not completed.